Event description:
The customer reported that while monitoring telemetry patients, they lost a xhibit central station (xcs) display. After troubleshooting with the customer, the issue was determined to be a faulty display cable. Once the display cable was replaced, the issue was resolved.

Manufacturer narrative:
Note regarding d4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.